Manufacturer narrative:
Investigation pending.

Event description:
Customer performed correlation studies at four of their clinics. Results as follows: clinic 1 (strip lot number unk. Clinic 2 (strip lot #232887). Clinic 3 (strip lot number unk). Clinic 4 (strip lot #235063). Each clinic used a different inratio meter, different strip lot number and different operator. Customer does not have pt info for any of the test values. Potential medications or pt conditions were not taken into consideration during the study. Customer did not have any criteria set for testing. It is unk how much time passed between testing on the inratio meter and the lab (stago).